Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered a patient notification for an extended charge time during an automatic capacitor maintenance charging. A manual capacitor maintenance test performed in clinic detected a normal charge time. There were no recent high voltage charges for therapy the cause of the charge timeout is unknown. It is suspected the dielectric material within the capacitors was deformed. No further procedure was recommended. The patient condition is stable.